Event description:
On (B)(6) 2010, hospital nurse reported patient was admitted for hyperglycemia. Nurse requested assistance adjusting basal rates on infusion device and this was provided. Follow-up was completed with patient. Patient was admitted to hospital on (B)(6) 2010 for ketoacidosis and an infection of the esophagus. Patient was in the intensive care unit of the hospital for 5 days. Patient was transported to hospital by ambulance. Blood glucose was 550 mg/dl when patient arrived at hospital. Target blood glucose is 140-200 mg/dl. Patient did not receive any errors on infusion device. Patient changed his infusion set on (B)(6) 2010 and then ran out of test strips for his glucometer. Blood glucose was normal prior to changing infusion site. Patient was unable to check his blood glucose and delivered bolused by "guessing." Patient then experienced vomiting for 24 hours. Patient did not wish to provide further details. Patient was using infusion device at the time of follow-up. Infusion device was replaced and requested for evaluation. Infusion sets were replaced.